Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative and informed the ordering physician. (B)(4): the investigation identified a potential false negative in the lad. This was due to analyst error; after the initial analysis was delivered, a second analysis during a quality review resulted in a decrease in the proximal ffrct value from 0.82 to less than 0.50 and distal ffrct value from 0.73 to less than 0.50 on the lad. Heartflow was able to confirm with the ordering physician that the reassessment of the analysis would not have affected their diagnosis and treatment decision and did not result in an adverse event for this patient. No additional follow-up to this MDR is expected.

Event description:
Heartflow identified a potential false negative result.